Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the sensor. She had to remover her sensor and transmitter and she had a broken sensor and serter. Customer also stated current sensor the hub was broken to the side and the needle didn't go into the housing. Customer is not returning the sensor for analysis.